Event description:
Event description cpi received information that due to a rate sensing -noise-, this endotak transvenous defibrillation lead (0064) was removed from service, and replaced with a cpi (0125) lead.